Manufacturer narrative:
(B)(4)

Event description:
New information received from the surgeon stated the event occurred during a vitrectomy surgery. The surgery was completed with no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the vitrectomy did not work. The timing of the event and patient impact are unknown. Additional information has been requested but none has been requested.

Manufacturer narrative:
The system was examined and the reported event was replicated. The vitrectomy valve cable assembly (component in the module) was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 31, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of no cutting can be attributed to the nonconforming vitrectomy valve cable assembly. However, how or when the valve became nonconforming cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported that the vitrectomy cutter did not work efficiently during a vitrectomy procedure. The number of cuts per minute was reduced and the surgery could be completed. There was no patient harm. No system message was displayed. Additional information has been requested and received.